Manufacturer narrative:
(B)(4): it was reported that the patient underwent a hysterectomy in 2008.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with a cystoscopy due to stress urinary incontinence.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary tract infection, urinary retention. (B)(4).

Event description:
It has been reported that following insertion the patient experienced urinary tract infection, urinary retention.

Manufacturer narrative:
Date sent to the FDA: 05/31/2017. It was reported that following insertion the patient experienced urge incontinence.

Manufacturer narrative:
Date sent to the FDA: 07/31/2017 additional patient codes: (B)(4) - hematuria, (B)(4) - urinary frequency, (B)(4) - polyuria additional narrative: it was reported that following insertion the patient experienced hematuria, urinary frequency, and polyuria.

Manufacturer narrative:
Date sent to the FDA: 09/07/2017 (B)(4). It was reported that following insertion the patient experienced vaginal discharge.

Manufacturer narrative:
.

Manufacturer narrative:
Additional patient codes: (B)(6) - nocturia, labia lumps, presence of genital warts additional narrative: it was reported that following insertion the patient experienced dysuria, nocturia, labia lumps, and presence of genital warts.